Event description:
Boston scientific received information that this right ventricular lead exhibited an increase in pacing threshold measurements from 1.6v to 5v. The patient coded. CPR was successfully administered and the patient was placed on a ventilator. It was reported the patient was a hospice patient. No additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.